Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, b6, d1, d2a, d2b, g4, h4, h6.

Event description:
Later patient provided MRI results reporting ¿deformation¿ or ¿capsular contracture¿, "prominent lymph nodes", and ¿prosthetic rupture with complete collapse of the implant¿. This record is for the right side. Device remains implanted.

Event description:
Patient reported "rupture" and "recurrent mastitis that does not heal". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.